Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged that the orthopat perioperative autotransfusion system was tripping the electrical panel. Afterwards, the biomed noted the filter under the diffuser as being wet. No pt injury was reported. No operator injury was reported. Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. We are unable to confirm the proper deployment of the spill bag.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that the orthopat perioperative autotransfusion system was tripping the electrical panel. Afterwards, the biomed noted the filter under the diffuser as being wet. No pt injury was reported. No operator injury was reported.